Event description:
A healthcare facility in missouri reported that the audible alarm of an mr850 respiratory humidifier was not functioning. There was no patient involvement reported.

Manufacturer narrative:
(B)(4) section d4: UDI details are not available based on the time of manufacturing. Section h11: the subject mr850 respiratory humidifier has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.